Event description:
It was reported that a caller was unable to click on the load cartridge option in the tandem mobi app after pairing the app with a new phone. Customer's blood glucose level was not adversely impacted by the issue. The customer resolved the problem by removing the cartridge, which allowed them to proceed with the load cartridge option, and successfully resumed insulin without requiring further assistance.